Event description:
It was reported that during a da vinci hysterectomy procedure, the site experienced difficulties removing the instrument from a pt side manipulator. The instrument was inserted about two inches past the cannula tip but was not responding to the surgeon's commands. The message on the screen indicated the instrument was not past the cannula tip. The surgical staff was unable to physically remove the instrument as the instrument tip was fully open and could not pass through the cannula. Using a laparoscopic tool via the accessory port, the site was able to close the instrument tip enough to allow it to pass through the cannula. An isi regional support specialist attempted to troubleshoot the issue via telephone and requested that the site replace the sterile adapter. The site advised that they would convert to open techniques to finish the planned surgery. The pt had been under anesthesia for 3.5 hours. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering found the system to perform to isi standards. Performance testing was conducted and the reported complaint could not be replicated. As of february 19, 2008, there have been no reported recurrences of the issue at the hospital.